Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that the pt had severe triple vessel disease (tvd), with severe calcification. The bmw universal ii guide wire was advanced down to the posterior descending artery (pda) and a runthrough guide wire was placed in the posterolateral (pl). Pre-dilation was being done with voyager 2.0 x 15 balloon catheter in the calcified distal right coronary artery (rca) when the balloon catheter ruptured at 12 atmospheres. A nc voyager 2.0 x 15 was used and it fully opened up the vessel. Final stenting was performed with a good angiography result. Reportedly, there were no pt effects. No additional info was provided.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned voyager noted blood visible in the inflation lumen and balloon, which is consistent with a rupture while in the pt anatomy. There was contrast in the inflation lumen and on the distal shaft. The balloon was loosely folded. Functional testing with a new indeflator was able to confirm the reported rupture, as an attempt was made to pressurize the catheter when fluid leaked out of a longitudinal rupture in the balloon 5 mm proximal to the distal balloon marker extending distally for a length of 5.5 mm. There was a scratch distal to the rupture for a length of .5 mm. Balloon ruptures can occur as a result of a manufacturing deficiency (such as damage to the balloon during the processing of the balloon material) or from use of the device. During use, there can be an interaction with anatomy and/or accessory devices, which can damage or weaken the balloon material and lead to rupture during inflation. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. The pt anatomy was severely calcified which likely contributed to the balloon rupture. It is likely that the balloon material was damaged (scratched) during interactions with other devices, or the pt anatomy, such that the balloon ruptured at 12 atm, which is below the rated burst pressure (rbp). A review of the product mfg records did not reveal any non-conforming material records associated with this lot and all lot release testing met mfg criteria. There is no indication of a lot specific product quality deficiency. In this case, the reported balloon rupture appears to be related to the operational context of the procedure. To ensure this type of damage is not a result of mfg, all balloon catheters are leak tested on-line and a sampling of units from all catheter lots are rupture tested prior to release for use.